Event description:
It was reported that scheduled review of remote home monitoring data noted that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) spoke with a company representative who indicated this is a known issue to the physician and monitoring has been continued. Additional information was received that the root cause was not determined, and no interventions are planned at this time. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.